Event description:
It was reported that the pt received a durom us acetabular component 50/44 j in 2007, the exact implant date is not given, and underwent a revision surgery on (B)(6) 2012 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices for review. It was noted by the surgeon that the pt requested the implants from the hospital. Since the exact implant date is unknown, we consider that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer and (B)(4) considers this case as closed. (B)(4).